Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of needle deployed late. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: omnipod software app version: operating system: hardware: cgm sensor type: *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient activated the pod, and as they were walking around, it did not feel like the cannula had entered the skin. The patient removed the pod, and a couple minutes after taking it off, the needle mechanism activated.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The investigation of the pod data found that it was deactivated at the end of second prime. The needle mechanism assembly showed no damage that would contribute to a delayed deployment. Though no issues were observed, it could not be determined when the needle mechanism was deployed. Therefore, the cause of the reported needle mechanism failure could not be determined.